Event description:
It was reported that the lift strap on a multirall 200 overhead lift cut/frayed, and the motor fell on a patient. The incident occurred during device set-up by the adapted physical activity instructor. The caregiver hooked the motor onto the rail and when he lowered it to its lowest point, the lift strap broke on his left ankle causing a hematoma. No treatment was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The cause of the event was determined to be improper handling of the lift strap by nursing staff as it is wound any which way into the motor causing premature wear and tear. The lift strap was replaced by the facility. It is noted that baxter performed preventive maintenance on 29feb2024, and the device was found to be compliant. Images were provided by the customer which clearly showed the lift strap had been torn in half. Multirall 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The device instructions for use (IFU) state before lifting, always make that the lift strap is not twisted or worn and can move in and out of the lift freely. Feed out desired length of lift strap by applying tension to the lift strap and simultaneously pressing the electrical emergency lowering button. Operate the lift only when tension is applied to the lift strap. While the lift is raised, it is very important to ensure that the lift strap is not twisted, in order for it not to fold when it enters the lift unit. The multirall 200 overhead lift instruction for use (7en125103 rev. 16) states the following under safety instructions: before lifting, always make sure that: the lift strap is not twisted or worn and can move in and out of the lift freely. A hematoma, similar to a bruise, is an injury to tissue with skin discoloration due to a broken or ruptured blood vessel and without breakage of the skin. Most hematomas heal without treatment, but elevation of the affected area combined with cold compresses may reduce swelling, discoloration, and pain. In this event, the caregiver sustained a hematoma to his ankle and there was no report of medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury did not occur in this case. The cause of the event was determined to be use error (improper handling of the lift strap as it enters the lift unit). If the reported incident were to recur resulting in the lift strap becoming torn in half during use, it would be likely to cause or contribute to a death or serious injury. Prevention of this type of event is outlined in the device IFU.